Manufacturer narrative:
The device has been returned to the manufacturing site for evaluation. The investigation is currently underway.

Manufacturer narrative:
An investigation of the returned device found the outer layer to have been scraped off with an exposed core wire. An attempt was made to insert a factory-retained traxcess into a metal inserter attached to the product, and then, with the shaft of the traxcess being in contact with the distal edge of the inserter, withdraw the traxcess in a curved direction. As a result, the outer layer was peeled off in the longitudinal direction in a manner that was similar to that observed in the actual sample. Based on the investigation results, it was presumed that the actual sample was exposed to an abrading load while its shaft section surface was in contact with the distal edge of a metal inserter, which resulted in the peeling of outer layer. When withdrawing this product from the attached metal inserter, it must be withdrawn in a straight line from the inserter without bending it.

Manufacturer narrative:
The device history record and product release decision control sheet of the involved product/lot# combination were reviewed and no anomaly related to the event was found. The device has not yet been returned to the manufacturer for analysis.

Event description:
It was reported that during device preparation, the coating appeared to be coming off the guide wire. The device was not used in the patient.